Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for the 4 month follow-up presenting with claudication. A review of the follow-up CT showed an iliac limb occlusion due to both the ipsilateral and contralateral iliac limbs being inadvertently deployed in the same leg of the aortic body graft which was not observed at the conclusion of the index procedure. The iliac limbs occluded over time due to the narrowing and compression of both iliac limbs within the same leg of the aortic body graft. The patient was converted to open surgical repair on (B)(6) 2015 and the stent graft was explanted. As of the date of this report, there have been no additional patient sequelae reported.